Manufacturer narrative:
Foreign: (B)(6). Device evaluation complainant returned 36 unopened terumo surflow v3 plus catheters, samples for evaluation. Twenty of the returned samples were visually evaluated and tested for force to advance and for force to lock and they all passed. Based on information provided, the potential root cause was most likely due to a variation in insertion technique, not following the instructions for use. A DHR review was performed, and no discrepancies or abnormalities relevant to the complaint were found. The reported event could not be confirmed as a manufacturing related nonconformance. No fault found.

Event description:
Information was received that a customer attempted to insert a smiths medical terumo surflow v3 plus catheter into a patient to secure an infusion route, but could not do it. The customer made another attempt using another catheter of the same lot but failed again. On the third attempt using a catheter from a different lot, the customer was able to secure the infusion route.